Event description:
As reported, I had the fraxel repair laser. I ended up with hypo pigmentation, scars and textural irregularities on the cheeks - it has been well over a year since my treatment. Solta, formerly reliant, manufacturer of the fraxel laser, did file a report with the FDA, however, it says praxel laser -twice, 2 typos-. And states I had no hypo pig or scarring. This is not true. I have been asking them to change their advertising for "no risk for hypopigmentation" because of my case, so I am surprised they filed my case as no hypo pigmentation. My laser settings were within the normal range, the fraxel rep was there and had just calibrated the machine, and was present during the entire laser procedure. Blood work and a biopsy showed no virus of anything abnormal. I am extremely fit and healthy. I followed the soaks and all directions to a tee. No one knows what happened. Dose: 20-40 mj. Frequency: once. Dates of use: 2008. Diagnosis: tighter facial skin.